Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, the patient had not yet recovered from peritonitis. The action taken with pd therapy was not reported; however, it was reported that ¿the duct was removed due to peritonitis¿. The reporter declined to provide additional information.